Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries.

Event description:
It was reported that the patient called clinic and reported having concerns regarding his controller because it would intermittently experience battery power switching while on battery operation. He goes on to report a "critical battery alarm", he removed this battery checked the gage which read full, plugged it back into the controller and it worked fine. On (B)(6) 2015 he was in the clinic and had noted increase frequency of alarms. No direct adverse physical effect on the patient. Patient's controller and batteries were replaced. *this is report one of three reports (3007042319-2015-00838, 00839 and 00840) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Five batteries are suspected on this event: (B)(4). This is report one of three reports (3007042319-2015-00838, 00839 and 00840) submitted for devices related to the same event.